Event description:
It was reported that a patient underwent a right open reduction internal fixation (orif) with a non-synthes implant approximately one year ago, date unknown. Patient returned to surgery due to non-union for revision surgery. While screwing the plate down, during final tightening, the head of a 4.5 mm cortex screw broke off. Head of screw removed, some threads were retained. Intra-operative x-rays were performed. There was no delay in surgery or further patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.